Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: 05415067017246, serial: (B)(6), batch: a000146496. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient was not receiving effective stimulation with the scs system. Investigation was unable to determine which lead attributed to the issue. Surgical intervention was undertaken wherein the entire system was explanted.